Manufacturer narrative:
Additional information was received on 06/10/2026 reporting the pump was able to successfully charge with an alternate wall adapter and charging cable.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The customer declined to complete troubleshooting.